Event description:
The customer contacted stryker to report that their device would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate or verify the reported issue. The device was not received with a battery and it was observed that ac power was not operational which is not a critical issue. The power supply and power pcb assembly were replaced to resolve the non-critical issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the device unable to power on under ac and dc power could not be determined.